Event description:
Complaint alleges: there appears to be some particulate matter in the circuit and was noticed as it accumulated in the hme-f. The therapist changed the hme when he discovered it and 30 minutes later there was additional particles that were captured in the hme. The therapist then decided to change everything including the ventilator on this pt. No pt injury reported.

Manufacturer narrative:
There were three potential lot #s: 02d120015, 02c120018 and 02a120216. Customer not sure which lot # was involved in incident. Device sample received by manufacturer, but investigation is incomplete at time of this report. DHR review revealed fro all three lot #s that no potential issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lots in question that can be associated to the complaint reported. Dhrs show that the product was assembled and inspected according to specifications. No additional documents were reviewed as part of this complaint investigation.